Manufacturer narrative:
.

Event description:
It was reported on (B)(6) 2016 that the patient was found to have high impedance upon interrogation. Once high impedance was seen the device was disabled. From programming history obtained, high impedance was first seen in (B)(6) 2015 and fluctuated between high and normal impedance until it remained high in (B)(6) 2016. Based on the implant date of (B)(6) 2015 for both the generator and lead it appears pin insertion may be a possible cause of the high impedance although this has not been confirmed. DHR for the lead was reviewed and showed that the lead passed all functional tests prior to distribution into the field. The patient had surgery on (B)(6) 2016. They removed the generator and connected the old electrode to the new generator. Systems diagnostics still ran >10,000 ohms. The surgeon therefore performed a full revision. It was stated that the patient had a fall which may be a possible cause of the lead break. The explanted devices were discarded after surgery.